Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue of "insufflation has an issue" was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good in-house system and powered on without any issues. During insufflator testing, the insufflator could not insufflate or desufflate. Based on these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.

Event description:
It was reported that prior to the start of the case, there was an issue with the insufflation, specifically error 2001. The technical support engineer guided the caller through a hard power cycle of the tower, which did not resolve the issue. Subsequently, the caller was instructed to power off the tower and disconnect the wall gas source. After powering on the tower again, the caller was able to disable the insufflator and proceed with the case using a third-party insufflator. The customer reported event has no report of patient injury.